Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in france. On 2-may-2024, it was reported that patient faced issue with infusion set was not adhering for long time as expected for 7 days. Patient had to change it earlier than 7 days expected. No further information available.